Manufacturer narrative:
The reported event of noise was confirmed. The reported event fracture was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion, that breached the outer insulation and exposed the outer coil. Consistent with friction to the device can at the proximal region. Electrical and x-ray examinations of the lead did not find, indication of conductor fractures. Electrical testing did not find, indication of internal shorting. The cause of noise, was due to exposure of outer coil in the abrasion region.

Event description:
New information received notes that lead fracture was noted.

Event description:
It was reported that the patient presented in clinic for an follow up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. The ra lead was explanted and replaced. No patient consequences was reported.